Manufacturer narrative:
Continuation of d10: product ID 8780 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep). It was clarified that the hcp couldn't get good fl ow from the catheter they tried to implant.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the pump is listed as "pump failed" in the medical file the hcp was reading from. The hcp did not have any other details.

Manufacturer narrative:
Continuation of d10: product ID: 8709, lot# serial # (B)(6), implanted: (B)(6) 2005, explanted: (B)(6) 2026, product type: catheter. B2. File updated to serious injury as a result of the intervention required. B3. Event date is approximate. Year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) regarding the patient receiving morphine via their implantable infusion pump. It was reported that the patient had a fall. The patient didn't initially correlate it was the pump not working, they thought it was flu/sickness, but a month or so later they ended up at the emergency department (ed) with the pump not functioning, and withdrawal had already taken place. A side port study conducted (B)(6) 2026 couldn't get flow. External factors initially included the fall that led to catheter dislodgement and they could either repair or replace the catheter to get flow. Actions/interventions included a side port and revision surgery. It was planned to revise or replace the catheter (B)(6) 2026, but they couldn't obtain flow so they removed the pump. The catheter was explanted and discarded by the customer. The issue was resolved at the time of this report. It was also reported that the patient's original catheter was implanted years back. At this revision they attempted to revise the catheter, but could not, and could not get access with a new catheter. They couldn't revise or replace, so they had to abort the case. The hcp discarded the pump.